Event description:
There was a report of an occurrence of a leak at the heat exchanger of a fluid warming infusion set. No pt injury or adverse event reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.